Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer from (B)(6) of peritonitis coincident with dianeal and extraneal viaflex therapies intraperitoneally (ip) for renal failure chronic. On (B)(6) 2011, the patient called baxter (B)(4) technical service to report that she had been hospitalized for peritonitis. It is unknown if the dianeal and extraneal therapies were ongoing. It was unknown whether remedial treatment was provided or if the peritonitis resolved. No statement of causality was reported for the event.